Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that the outer insulation was breached cut, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism and there was apparent explant damage.

Event description:
It was reported that the patient experienced a perforation when the right ventricular lead went through the ventricle and the screw went slightly onto lung. The chest was opened and the lead was removed and replaced with an epicardial lead. No further patient complications have been reported as a result of this event.